Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, high capture threshold on the right ventricular (rv) lead was noted. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: as received, a partial distal portion of the lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies with the exception of damages consistent with procedural damage.